Event description:
The customer reported via phone call tha she had low blood glucose but not hospitalized. Customer's blood glucose was 43 mg/dl. The customer was offer to troubleshoot for low blood glucose but declined due to the fact that she is running around and getting a lot of things done. The customer was advised to call us back later in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.